Event description:
Patient was revised to address knee pain. Poly wear discovered intraoperatively.

Manufacturer narrative:
Examination was not possible as no product was returned. Although the investigation could not determine the exact root cause of the reported pain and polyethylene wear, information supplied in the initial reports indicates that overhang on the tibial tray may have been a contributing factor. The need for corrective action was not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.